Manufacturer narrative:
(B)(4).

Event description:
The pt phoned the physician reporting a three tone alarm ringing every 10 minutes. Via the phone, it was confirmed that it was a critical alarm sounding. The pt was instructed to come to the physician's office as soon as possible. The pump was interrogated on (B)(6) 2011 and displayed "motor stall occurred". The pump was replaced. There was reported to be no pt injury and the pt recovered without sequela. The device system was used to deliver morphine.